Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged, the motor and control were defective, the device had fluid damage, the motor and control were rusted, the hose was torn and a pin was missing from the lock. It was also observed that the trigger was broken and had worn mechanics. It was further determined that the device failed the following pre-tests: loctite & cable assessments, cutter lock assessment, motor thermistor assessment, air pump assessment, handpiece temperature assessment and hand control assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.